Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose value was 420 mg/dl. The customer¿s current blood glucose value was 420 mg/dl. The customer did not provide information about symptoms and treatment. The insulin pump alarmed insulin flow block after troubleshooting. Customer states the tubing is not bent or kinked. Customer has not tried all remedies. The customer declined troubleshooting for high blood glucose value. The insulin pump will be returned for analysis.